Event description:
The healthcare professional reported that during vitrectomy surgery a plastic from an ophthalmic cannula was detached and touches the retina. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened soft tip cannula in foam with a blister label was received for the report of a soft tip detachment. The sample was visually inspected and found to be non-conforming with the soft tip observed to be missing from the cannula. The presence of adhesive in the cannula could not be determined due to foreign material in the ID of the cannula the particle analysis found the foreign material to most closely match dried salts. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Photos provided by the reporter were reviewed by the manufacturing site. Reported product and lot information is confirmed. Reported issue is confirmed from the photo review. The particle analysis found the foreign material to most closely match dried salts. Dried salt is not a material that is used in the manufacturing process or in the packaging process of the soft tip cannula. How and when the dried salt got inside the ID of the cannula cannot be determined from this evaluation. The most likely root cause is surgical material during use. The returned non-conforming sample was also received opened. How and when the soft tip became detached from the cannula could not be determined from this evaluation. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections h.6 and h11. A sample was not received at the investigation site for evaluation for the report of plastic detaches from the cannula; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos provided by the reporter were reviewed by the manufacturing site. Reported product and lot information is confirmed. Reported issue is confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. How and when the soft tip became detached could not be determined from the photo review. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.